Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis. No damages or irregularities were found with the echelon-10 hub. A guidewire pusher was extending out the hub. The distal ~2.0cm of the echelon-10 catheter was found with evidence of steam shaping. The distal tip was found kinked, and the marker band and distal tip were found crushed. The guidewire was found exiting a puncture hole proximal to the distal marker band. The micro catheter was found with the catheter wall thinning at the torn location. The total length was measured to be ~156.0cm, and the usable length was measured to be ~148.1cm which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The guidewire was removed, and the echelon-10 micro catheter was flushed, and water was found to exit both the distal tip and the puncture hole. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. The leak was found to exit the punctured location. The catheter wall was found with evidence of steam tip, potentially leading to the catheter kink and the catheter wall to become thin. The guidewire likely encountered resistance at this location, causing the puncture to occur. The distal tip and marker band were likewise potentially caused during the steam shaping process. Customer reported device was prepared per IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product ID apb-2-4-3d-es (227529011); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil prematurely detached and that the catheter leaked. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the posterior communicating artery with a max diameter of 5.13mm and a 3.1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 20mm. It was reported that during aneurysm embolization, the coil was delivered through the microcatheter, and the coil automatically detached itself in the microcatheter. The whole part was removed and replaced with a new one. The coil was withdrawn from the body integrally with the microcatheter. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. Additionally, it was reported that the catheter leaked in the distal section. The catheter was inspected or tested prior to used. The leak was observed during use. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the catheter leak and premature detachment was not determined.